Event description:
A customer reported their AED was flashing red and prompting a "replace battery pack now" warning. The customer removed and reinserted the battery pack and the AED would not power on. They reported this did not occur during patient use.

Manufacturer narrative:
Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service. Troubleshooting of the AED with the customer did not identify a cause for the depleted battery pack. As a follow up with the customer, the proper maintenance of this device was reviewed.